Event description:
Reference MFR. Report# 1627487-2019-05906.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2019-05906. It was reported the patient experienced pocket stimulation due to suspected lead migration. Reprogramming was tried to no avail. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Reportedly, therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.